Manufacturer narrative:
Hemodynamic instability/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient in cardiogenic shock secondary to an acute myocardial infarction was implanted with an impella cp for temporary mechanical circulatory support. This first impella cp device had complications and was replaced with another impella cp device pump 2, which was successfully inserted and ran well, presenting no issues per the report. As the patient's condition worsened, both the physician and the family decided to withdraw care leading to the patient's demise.

Manufacturer narrative:
Patient information age, weight, ethnicity and race are unknown. The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Medical safety review: medical safety/clinical reviewed the event an noted the patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support. The event describes a crack in the purge arm resulting in a leak. The pump ran on performance level p-9 with motor current in range (986/823/888mmhg). A different impella cp device (pump 2) was successfully inserted. Patient's pulmonary condition worsened and withdrawal of care was decided with the physician and family. In this case, the patient's underlying condition most likely contributed to the demise outcome. Regarding the impella cp pump 2, the physician reported that the impella cp pump 2 was running well, presenting no issues. However, conservatively, the death will be reported as the impella cp pump 2 was in use at the time of expiration. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.